Event description:
The customer's nurse reported that there was a 911 call for a high blood glucose level. The customer was hospitalized on (B)(6) 2015 with a blood glucose level of 628 mg/dl. The customer was vomiting. The infusion set was pulled out and she went into a diabetic ketoacidosis. She was not wearing her insulin pump at the time of the 911 call. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.